Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was noted the strain relief was detached from the luer. Strain relief did not return back with the device. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, while attaching syringe to flush port, the hub came off. Replacement of the catheter solved the issue, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, while attaching syringe to flush port, the hub came off. Replacement of the catheter solved the issue, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.